Event description:
An arrow catheter was used to start a radial arterial line. After accessing the artery with the larger needle, the guide wire was threaded into the vessel, followed by the catheter being threaded down the guide wire. During the attempt to remove the needle and the guide wire, the needle and guide wire would not separate from the catheter. The guide wire was noted to be unraveling. The catheter was removed along with the needle and guide wire. The guide wire was difficult to remove and had unraveled to more than twice its original length.